Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 20.6cm was returned for analysis. External insulation abrasion as noted at 15.7-15.9cm and 16.2-16.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.